Event description:
Procedure: lap chole. According to the rptr: a metal piece was found outside cavity after operation. No pt injury was reported. Note: other surgical instruments were also used during the procedure.